Event description:
It was reported that during a procedure using a procise xp wand, the electrodes burnt out after 25 minutes of activation. A competitive device was used to complete the procedure. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Based on visual and functional evaluation of the returned device, the root cause of the complaint seems to be the end of useful life for the device. The reported failure is consistent with normal wear of the electrodes and is dependent on factors that can accelerate the wear of electrodes such as: the angle the device was handled during the procedure; using set points higher than the default settings or using the wand for an extended period of time. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.